Event description:
It was reported that pump display showed multiple white lines on screen that affected ability to read and interact with pump. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.